Event description:
It was reported that during a da vinci prostatectomy procedure, it was observed that the monopolar curved scissors instrument was dull. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of dull blades. The blade edges were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .041 - .135 in length and not aligned with the tube. Failure analysis concluded that the damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.